Event description:
User received discrepant troponin t results for one patient sample. The initial result was 0.13 ng/ml and was reported out. The patient was admitted to the facility. Three hours later, a second sample was obtained from the patient and gave a result of 0.04 ng/ml. The laboratory was informed of the discrepancy between the two troponin t results. The next day, the original sample was rerun on the e411 (B) (4) giving a result of 0.062 ng/ml. The same was also tested on the cobas e601 analyzer at the site and gave a result of 0.06 ng/ml. A corrected report was issued. User reported the patient was admitted to the facility for exacerbated bronchitis and not for the initial troponin t result reported. Troponin t reagent lot number, 15563801. The field service representative found the sample probe was misadjusted. He adjusted the sample probe and ran performance testing. The customer ran calibration and controls which passed without error.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.